Manufacturer narrative:
Corrected data: event-corrected implant date into the right eye is: "(B)(6) 2015" in the initial MDR. Relevant tests/laboratory data-corrected to: "na" in the supplemental MDR#1 claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -9.5/+1.0/114 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2015. The surgeon reports elevated iop, significant reduction of irido-corneal angles (ica), uveitis, slightly distorted pupil, cell deposits on the icl, and inflammation. The cause of the event is reported as device. Per the surgeon, the lens "has been slightly tilted from the beginning (pathology in the sulcus?)." Cell deposits disappear when given pred forte; reappear when the "steriod" is "disconstinued". Reportedly, the lens remains implanted.

Manufacturer narrative:
Additional data: event-additional data received: "the exchange resolved the inflammation, the eye is calm. Va sc 0.8, cc 1.0 vault 350 micron. Icl in vertical position (away from the nasal problem area). Pupil slightly nasally distorted. The md attributes the inflammation clearly to the over vaulted icl. Everyone is happy". Implant date: (B)(6)2018 device evaluated by MFR:device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. Claim #(B)(4).